Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep installed version 18.1 software kit. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display a checksum error message and would not boot up. No pt injury was reported.